Event description:
The caller contacted baxter's technical service center regarding a check heater line alarm which occurred on the homechoice (hc) during dwell while refilling the heater. The home patient (hp) stated that he changed the bags out. The technical service representative (tsr) explained that the bags cannot be changed in the middle of therapy and advised the hp to end therapy. The hp stated that he needed to drain first. The tsr assisted the hp to complete a manual drain and then end the therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. Bps informed the nurse of the patient's user error. She stated that the patient was continuing therapy on the homechoice, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint is for a report of a use error - reuse of single-use product during the dwell stage, where the home patient had changed the bags out. This complaint is confirmed because replacing disconnected solution bags is a use error that can cause contamination. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.